Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded electronic assembly. Moisture damage was found on the motor. The device had cracked reservoir tube lip.

Event description:
It was reported the customer's insulin pump had moisture damage. Customer's blood glucose was 300 mg/dl. No additional information provided.